Event description:
Pt admitted to hosp for removal and no replacement of bilateral ruptured saline breast implants and bilateral capsulotomies. Original implants were placed in 1986. MFR is unknown. Pt authorized hosp to dispose of breast implants.